Event description:
It was reported that the patient experienced increased baseline spasticity. There were no pump alarms. The pump programming was correct. A dye study was performed and no problems were found. There were no motor stalls noted on the pump logs; it was noted the logs went back to march 2011. The plan was to give a therapeutic bolus. The catheter was replaced. Patient outcome was noted as "spasm improved" and "patient doing well". The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the health care provider was suspicious of a device system issue as the patient's spasticity was "a lot worse". Performing a rotor study was initially considered. An intrathecal catheter check was performed and the catheter looked okay. The patient had not responded to a 50 mcg bolus; and another 100 mcg bolus was planned to be administered the following day.